Event description:
Reportable based on device analysis completed on 02-mar-2022. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: the synergy xd 2.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were lifted from the crimped position. The undamaged stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.